Event description:
The date of the event is estimated: (B)(6) had two (2) patients that developed post-operative infections. The first patient underwent an open reduction, internal fixation of the left ankle (closed fracture). The procedure was performed on (B)(6) 2009 using quill 2-o pdo for closure. The patient developed a post-operative infection approximately two (2) weeks after surgery. Cultures showed growth of (B)(6). The other patient underwent a total knee arthroplasty which was performed on (B)(6) 2009 using quill 2-o pdo for intermediate layer of closure, staples for skin closure and an unknown product was used to close the capsule. This patient developed a post-operative infection on approximately day 14-17. Culture showed growth of (B)(6). Both patients were treated with antibiotics.

Manufacturer narrative:
The item/lot number for the 2-0 pdo product used by this physician was not disclosed. There were no samples returned for evaluation. Method: the device was not returned for evaluation. The lot number was reported as unknown. Furthermore, a review of the device history record could not be performed without the lot code information. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. (B)(4).